Event description:
The customer reported to philips healthcare that the battery had a "life issue" and was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.